Manufacturer narrative:
Additional information: (report sent to FDA), (name, email), (phone #, fax #), evaluation summary: investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. There was no problem loading or unloading the device. The stapler was able to fire. A component of the device broke off but did not fall into the cavity of the patient. There was no patient harm. The patient status is alive, no injury.